Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir and tubing had air bubble. The customer¿s blood glucose was 350 mg/dl. Customer stated that the approximate air bubble size was little bit larger than soda bubble. Customer stated that they already change the reservoir set but issue did not resolve. Customer was assisted with troubleshooting. The product will not be return for analysis.